Event description:
It was reported that the procedure was to treat a moderately calcified and moderately tortuous lesion in the mid left anterior descending artery. An attempt was made to treat the lesion with 4 different xience v stents; however, none of the stents were able to cross. Three of another company's stents were used to treat the patient. Returned device analysis of the 2.5 x 28 mm xience v noted the proximal shaft (hypotube) was separated. Additional information received confirmed that the separation occurred during removal of the 2.5 x 28 mm xience v stent delivery system (sds) after it failed to cross. The sds was successfully removed from the patient with the stent intact. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned stent delivery system (sds) found blood on the shaft, balloon and stent implant and in the guide wire lumen. There was contrast on the shaft. This is consistent with handling and advancement into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. Dimensional analysis found the tip length and stent implant outer diameters met manufacturing criteria. The distal shaft and hypotube were kinked and there were bends in the hypotube. This damage was not observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. It was confirmed that the hypotube had separated distal to the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket at the separation was stretched and jagged but remained in one piece and was not completely separated. However, the hypotube jacket completely separated during product analysis due to handling. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a manufacturing deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this case, the patient anatomy was moderately tortuous and calcified, which likely contributed to the reported failure to advance. Additional information received confirmed that the separation occurred during removal of the 2.5 x 28 mm xience v stent delivery system (sds) after it failed to cross. The shaft most likely kinked during advancement of the sds in the calcified anatomy and further manipulation of the shaft would have contributed to the shaft separating. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database revealed that there have been no other incidents reported for shaft separations. There is no indication of a product quality deficiency.